Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 2 malfunction events. It was reported that the bladder of two (2) small volume folfusors ruptured. One (1) bladder rupture occurred during patient infusion. One (1) bladder ruptured occurred while the device was being filled with solution. Of the 2 events, 1 did not involve a patient, and 1 involved a patient with no patient consequences. No additional information is available.